Event description:
My instinct glucose sensor kept telling me my bg was low and the alarms went off on my pump. I subsequently treated myself. This went on for two days. Finally, I checked my bg manually this last time and it was 178, not 50. So, for two days I thought my bg was in range and it was actually running high.